Event description:
A needle knife was used for therapeutic purposes. During the procedure, the needled would not extend. At a later date, it was discovered that the cut wire fractured. There were no complications or intervention reported with this event.